Manufacturer narrative:
No product was returned for investigation. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. No information was provided in the case that would point to a cause for the discrepant results. No information was provided related to the stress of the neonate patient, the blood flow to the site, the technique used by staff, or the condition of the patient at the time of the comparison. All of these factors could have affected the accuracy of the results obtained.

Event description:
The customer complained of erroneous results for 1 neonate patient tested on 5 different inform ii meters compared to the laboratory. The same vial of strips was used on all 5 meters. At 4:11 a.m. A venous sample was obtained and sent to the laboratory. At the same time, within a few seconds, hospital staff used the same sample and dosed each of the 5 inform ii meters. The sample was applied straight from the heel to the strip. The staff did not have to squeeze excessively to obtain the blood drops. The result from inform ii meter with serial number (B)(4) was 42 mg/dl. The result from inform ii meter with serial number (B)(4) was 41 mg/dl. The result from inform ii meter with serial number (B)(4) was 41 mg/dl. The result from inform ii meter with serial number (B)(4) was 44 mg/dl. The result from inform ii meter with serial number (B)(4) was 43 mg/dl. The result from the laboratory was 62 mg/dl. The result from the laboratory was believed to be correct. Quality controls were acceptable within 24 hours on all 5 meters. The baby was fed based on the lower results. No adverse event occurred. The patient is currently fine. The suspect product has been requested for investigation.

Manufacturer narrative:
All 5 inform ii meters were returned for investigation (B)(4). No test strips were returned. All tests with retention strip lot 474445 on the returned meters were within the acceptable range.